Event description:
It was reported to boston scientific corporation that a truetome jag 44 was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone performed on (B)(6) 2025. During the procedure, when the electrotomy was performed after the power supply was connected, the cutting wire of the tome was fractured. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another truetome jag 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
. Imdrf device code a0401 captures the reportable event of cutting wire break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results: the returned truetome jag 44 was analyzed, and a visual and microscopic inspection found that the cutting wire was blackened, broken and detached, also, the device had contrast residues. The device returned without a guidewire. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was broken and detached. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Wire broken could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage during procedure as per precautions of the device states, also energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, also it can cause a premature cutting wire fatigue, leading to break it, once the cutting wire breaks, any attempt to remove the device from the scope can detach it. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone performed on (B)(6) 2025. During the procedure, when the electrotomy was performed after the power supply was connected, the cutting wire of the tome was fractured. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another truetome jag 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.